Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the whole stimulator died on the patient and they only had one active ¿vell/blocks¿. The patient clarified that they meant the device was causing them a lot of pain during their 2010-2011 military deployment. The patient was always holding their side, so they went to see a doctor and was told that the device was not doing them any good/cannot get anything because only one of the electrodes were active/working. The patient made an assumption that the other 7 electrodes died; they only assumed and did not know that. The device was not giving the patient the proper stimulation. The ins was replaced. It was noted that the patient was in the military and moves around a lot, so they do not have a managing physician. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# v027463, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the entire system was removed and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.